Event description:
Customer called to obtain assistance with programming the new replacement insulin pump. Customer stated that she was hospitalized with high blood glucose. Customer was wearing the old insulin pump at the time of the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.